Event description:
It was reported that the controller would not be returned for evaluation as it was deemed not the cause of the event.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of driveline fault alarms and speed drops were confirmed via the log file and are being addressed in the pump investigation (MFR # 2916596-2020-05656). Provided information indicated that the reported event was not related to a controller issue. Review of the log file did not confirm any controller related issues. The system controller is not being returned. The device history records were reviewed and the heartmate ii system controller (serial #: (B)(6) was found to pass all manufacturing and quality assurance specifications. The device was shipped on (B)(6) 2020. The heartmate ii instructions for use section 7 ¿alarms and troubleshooting¿ and the heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to interpret and troubleshoot alarms, such as driveline alarms and ¿call hospital contact¿ advisories. The heartmate ii instructions for use section 7 ¿alarms and troubleshooting¿ and the heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ both instruct on the care and use of the driveline and cables; see the ¿what not to do: driveline and cables¿ section. The patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2020-05656. It was reported that the patient underwent a pump exchange on (B)(6) 2020 due to an ongoing driveline fault with observed speed drop to below the low speed concerning for short-to-shield. Per logfiles, two (2) damaged wires were noted.